Manufacturer narrative:
Concomitant medical products: product ID: 3986, serial#: (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 3986, serial#: (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 3986, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 3986, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a replacement due to a broken electrode. The rep indicated the electrode was left in the patient's body. An x-ray was taken which indicated the patient had a paddle lead, but there was no electrode left behind. No further complications were reported.